Event description:
The customer reported that when the fluoro button is pressed that the left monitor displays horizontal lines with no image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated ic chips in the camera. System operates as intended. (B) (4).